Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), (B)(4) alleging that her onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began around 6.40 am on (B)(6) 2019. She reported obtaining an alleged inaccurately high blood glucose result of ¿117 mg/dl¿ on the subject meter. The patient was comparing the result to a calibrated laboratory device, of ¿80 mg/dl¿. The tests were performed less than ten minutes apart. The patient reported that she manages her diabetes using oral medication, and in response to the alleged high result she increased his dose of medication, taking 1 whole tablet of metformin instead of her usual half tablet. The patient reported that two hours after the alleged issue, she developed symptoms of ¿dizzy, sweating, cold and nausea¿. There is no evidence that patient required any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had not used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.